Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -9.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperativeily implanted and removed due to a lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. Reportedly, "observing the current eye condition to decide on implanting the icl later."

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
B5: reportedly, "the patient's vision has recovered and the patient has decided not to proceed with the icl surgery." Claim #(B)(4).